Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead a zoll representative went on site and evaluated the device. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure " error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.